Event description:
Large pituitary tumor debulking patient underwent a multi-stage procedure. In the first stage, staff reported the patient had a superficially burned left nostril due to an overheated drill bit. A surgeon was operating the drill which was inserted ~7cm into the nasopharynx as part of the procedure. As the drill has a history of overheating, the provider was keeping an eye out for overheating in this case. The provider smelled something like burning hair, and immediately stopped drilling, and removed the drill bit to assess. Nostril hair was singed, and there was what looked like an epidermal red spot inside the nostril. A plastics provider was consulted and recommended ointment, but no serious injury. The device was saved for further investigation.